Event description:
Reporter noted tuning error message occurred with two handpieces during set-up, while pt's os eye was open. No back-up system available; pt was transferred to another facility to complete case. Outcome reported as good.